Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the hgb chamber was covered in a white film. The fse replaced the hgb chamber, which repaired the failing lineality. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the unicel dxh 800 cellular analysis system was failing linearity for the hemoglobin (hgb) parameter. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the filed MDR the device date of manufacture was changed from 12/01/2014 to 07/01/2011.